Event description:
The doctor indicated that while this unit was connected to a patient, it stopped working and the screen was black. Then they turned off/on and the unit began working but at an undetermined time indicated that the unit went crazy., volume and pressure incorrect. There was an attempt to calibrate air and oxygen, the air calibrated however not the oxygen. The following message appeared: error calibration, calibration had failed for target flow (6.0). The valve was tested and the problem appeared to be the oxygen valve.